Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing and oversensing which resulted in the classification of pause and tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.